Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had to much alarm. The customer¿s blood glucose level was unknown the time of the incident. Customer stated they silenced all alarms before going to bed but the low alarm was 4.0 and when they reached that point the insulin pump still gives a loud alarm. The insulin pump will not be returned for analysis.